Manufacturer narrative:
Additional information received on august 5, 2022 indicated that the patient age at the time of event was 49 years old. The patient scheduled for removal on (B)(6) 2022. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a caucasian, asian female patient who underwent a breast augmentation primary with mentor memorygel, 325cc breast implant has experienced right-sided rupture postoperatively. About couple of months after implants were placed patient noticed a weird popping noise, implant would squeak when she would lift her arm up in a high altitude. The issue confirmed through sonogram & mammogram examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on august 29, 2022 indicated that the patient experienced bilateral rupture. The issue was diagnosed by pre-op scan. The doctor informed the patient that one of them was split in half. As a result patient underwent bilateral removal without replacements on (B)(6) 2022. The implant was discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 12, 2022 indicated that patient at the time of event was 40 years old. Date of event was on february 1, 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on september 2, 2022 indicated that the left implant was intact at the time of explantation, and right implant was completely ruptured. Patients post operative procedure: bilateral implant removal, without replacements, bilateral subtotal capsulotomies, bilateral mastopexies (inverted t). Ultrasound examination confirmed right side rupture. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Photo evaluation completed on september 29, 2022: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).